Event description:
It was reported that the handpiece began overheating during an autopsy. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was a missing bearing, which was replaced along with other components.